Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 04may2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of the drawer 6 failure was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order 01882038, the fse reported that circuit board assembly for pixibus was not functioning. Replaced part. Drawer worked as expected. During dchu visual inspection: p/n 151903-01: was received with thermal damage in component u301. During dchu testing: p/n 151903-01: the testing from dchu was not necessarily due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 failed. As per part investigation, it was determined that there was thermal damage observed on the component u300 and c302 on the full height cubie pmc (p/n: 151903-01) circuit board. There were no adverse events or injuries reported based on this event.